Event description:
Mother of home patient (hp) reported the hp had peritonitis while performing apd therapy with the homechoice set. Hp's mother related during therapy the hp complained of tummy hurt and noted the effluent was cloudy. Hp's mother called baxter operational support for assitance in ending the apd therapy early, so pt's mother could take hp to the hosp. Follow-up with the healthcare professional (hcp) reveals the hp was taken to the emergency room and was given gentamycin and vancomycin. Hcp relates the hp came to the center on the following monday (3/6/00) and the antibiotics were changed to vancomycin and tobramycin. Hcp relates the hp was on antibiotic therapy for approx 3 wks. Hcp questioned the hp who connected and disconnected properly and no device failure or malfunction had occurred. Hcp cannot say exactly what to attribute the peritonitis episode to, but suspects the hp may have disconnected from the set during therapy to play with the cousins without using proper aseptic technique.